Manufacturer narrative:
The device has not been made available for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that at the time of implant removal, the screw was found to be broken.